Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer insulation was kinked/buckled, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.

Event description:
The lead had been explanted due to an infection and has subsequently tested out of specifications. No further patient complications have been reported as a result of this event. It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event, infection.